Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The de novo, 3.00mm in diameter, 80% stenosed and diffuse target lesion being treated was located in the mildly tortuous and moderately calcified, bifurcation in the left main and left circumflex (lcx) arteries. The lesion was predilated with a 2.50x6mm non-bsc balloon catheter. A 3.00x38mm promus element stent delivery system (sds) was then advanced to the lcx and was unable to cross the lesion. The promus element sds was removed and during withdrawal it was noted that the stent became dislodged from the sds and remained partially in the aorta and partially in the coronary artery. The sds, guide wire and guide catheter were removed from the patient. A non-bsc snare was advanced and successfully retrieving the promus element stent. The lesion was predilated with a 2.50x20mm non-bsc balloon and a 3.00x26mm non-bsc stent was implanted. The lesion was post dilated with a 3.00x10mm non-bsc balloon catheter. Angiography was performed showing good angiographic results. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The de novo, 3.00mm in diameter, 80% stenosed and diffuse target lesion being treated was located in the mildly tortuous and moderately calcified, bifurcation in the left main and left circumflex (lcx) arteries. The lesion was predilated with a 2.50x6mm non-bsc balloon catheter. A 3.00x38mm promus element stent delivery system (sds) was then advanced to the lcx and was unable to cross the lesion. The promus element sds was removed and during withdrawal, it was noted that the stent became dislodged from the sds and remained partially in the aorta and partially in the coronary artery. The sds, guide wire and guide catheter were removed from the patient. A non-bsc snare was advanced and successfully retrieving the promus element stent. The lesion was predilated with a 2.50x20mm non-bsc balloon and a 3.00x26mm non-bsc stent was implanted. The lesion was post dilated with a 3.00x10mm non-bsc balloon catheter. Angiography was performed showing good angiographic results. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was returned severely damaged and stretched. A kink was also found in the lumen located at the port site with kinks the entire length of the hypotube. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use and solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).